Manufacturer narrative:
The defective device has not been returned to manufacturer, lot number of this unit is not known as well.

Event description:
Lina loop broke as it was in use. The "stray" end cut through tissue as it was pulled through. Also, a vessel was cut which resulted in excessive bleeding. This required a emergent call to a surgeon for repair.